Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received and evaluated. In the photo two 1ml luer-lock syringe boxes (p/n 309628) were visible. Customer applied labels were present on each box. The box label that bd applies appeared to be missing from both boxes. No scuffing or witness marks were visible indicating the labels had been removed. The observed condition was non-conforming per product specification. Process review revealed that the guiding system for the labeler allowed for freedom of movement of the box. If the guides are set up improperly labels can mistakenly be applied to the guides instead of the box, or the labeler may fail to engage entirely. The following potential root causes were identified as follows: poor setup of guiding system near labeler. A. If the guiding system is moved or not set up properly a box can inadvertently pass through unlabeled. Operators failing to notice and act upon the missing labels while palletizing boxes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe luer-lok¿ tip, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, associate material coordinator observed that the vendor label was missing on 2 shippers.